Event description:
Pt undergoing elective coronary intervention/stenting in right coronary artery. After pre-dilating express-2 stent placed across lesion. Balloon was very difficult/slow to inflate; gradually inflated to 18 atm; when inflation period was over, deployment balloon would not deflate. Eventually (greater than 8 minutes) balloon was deflated enough to allow removal from stent & rca. Right femoral artery was incised in the o.r. & balloon cath removed. This was after a number of methods were attempted in cath lab.